Event description:
A pump declared a cartridge change error, which caused the customer's blood glucose to exceed 500 mg/dl, with the specific value displayed as "high." The customer attempted to address the issue by administering a correction injection via mdi and did not require third-party assistance. Customer technical support (cts) guided the customer through several troubleshooting steps, including inspecting the cartridge and cleaning the pump, but the customer was unable to successfully load the cartridge onto the pump. As a result, cts assisted with filling and loading a new cartridge and referred the caller to customer support for further troubleshooting, indicating no resolution was reached during the call.